Event description:
A customer called in on 09/28/2010 reporting they did not receive their meter ordered on (B)(6) 2010. The customer further reported on (B)(6) 2010 at 9:00 am the customer had a product issue that led up to the medical episode occurred on (B)(6) 2010 at 10:00 am. Although the customer stated the medical event was related to a delivery delay, the time-frame suggests that the medical incident was related to a "test does not start after sample applied" issue reported in case (B)(4) on (B)(6) 2010. The customer stated they were unable to use their meter as they put blood in the meter and as a result of being unable to test, she felt "hot, dizzy, and like she was going to pass out. "She reportedly was seen by a doctor, diagnosed with hyperglycemia and treated with insulin. It's unknown if the insulin was a part of the customer's regular diabetes regimen. The customer also reported self-treating with "glubside", antihypertensive medication and water to alleviate the symptoms. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is a final report. This case does not involve a product malfunction. Blood was inserted into the port. Since the medical event was related to a user error, no investigation of the product is required.